Event description:
It was reported by a peritoneal dialysis patient's relative the patient passed away. A follow up call was made to the peritoneal dialysis registered nurse, who stated the patient was transferred to a hospice (B)(6)2015 it was believed the patient declined resuming dialysis treatments at the hospice and expired on (B)(6)2015 due to cardiac arrest, without allegation of device malfunction. Per pdrn the patient's cause of death was unrelated to peritoneal dialysis treatments or the cycler and was not dialyzing or connected to the cycler at the time of expiration. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.